Event description:
Information was received indicating that a patient using a smiths medical cadd-legacy duodopa ambulatory infusion pump "changes the pumps as she decides, in the afternoon she changes from one pump to another 2 and 3 times." Per reporter the patient indicated that they were fine. The reporter was not able to confirm if the patient is receiving more medication when switching pumps. No adverse patient effects were reported.